Manufacturer narrative:
Investigation result: a visual and functional examination of the complaint device could not be performed since the device remains implanted and was not returned for analysis. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. Discomfort/pain and stent migration are listed within the dfu as a potential adverse events. Therefore, the most probable root cause is anticipated procedural complication. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex enteral colonic stent was implanted during a colonoscopy with stent placement procedure in the colon of the bile duct performed on (B)(6) 2015. According to the complainant, the stent was implanted to treat a malignant lesion in the colon of a patient with end stage cancer. Reportedly, the patient's anatomy was noted to be tortuous there were no issues noted during initial stent placement. The patient's condition at the conclusion of the procedure was reported to be stable. Post procedure, on an unknown date, the patient experienced abdominal pain and was prescribed antispasmodic medication to alleviate the pain. According to the physician, the stent had migrated proximally out of the stricture. The stent remains implanted and there is no schedule for stent removal. Correction noted on may 24, 2015. The correct anatomy location of the procedure was in the colon.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported event of stent migration. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that a wallflex enteral colonic stent was implanted during a colonoscopy with stent placement procedure in the colon of the bile duct performed on (B)(6) 2015. According to the complainant, the stent was implanted to treat a malignant lesion in the colon of a patient with end stage cancer. Reportedly, the patient's anatomy was noted to be tortuous there were no issues noted during initial stent placement. The patient's condition at the conclusion of the procedure was reported to be stable. Post procedure, on an unknown date, the patient experienced abdominal pain and was prescribed antispasmodic medication to alleviate the pain. According to the physician, the stent had migrated proximally out of the stricture. The stent remains implanted and there is no schedule for stent removal.